Manufacturer narrative:
The meter was returned for investigation. The circuit board was tested for damage or contamination. The circuit board was found to be contaminated by penetrated liquid. The root cause is determined to be from contamination due to customer mishandling. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter was requested for return. The investigation is ongoing.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The meter display has 6 horizontal lines on the display that impact the results field. The results field is also faded. There was no misinterpretation of results.